Manufacturer narrative:
It is indicated that product is not returning for evaluation therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiences were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The nonconformity associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant imprecision inratio values. On (B)(6) 2014: inratio: 6.6; repeat inratio: 4.6; repeat inratio: 2.6. Five minutes between each test. Patient's therapeutic range 2-3.